Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, ten (10) tubes did not fill up to the minimal draw volume mark and were underfilled. Sample recollection occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-march ¿22nd. H.6 investigation summary . Bd received 5 samples for investigation. The customer returned samples and retention samples from bd inventory were functionally evaluated for draw volume and all samples tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, ten (10) tubes did not fill up to the minimal draw volume mark and were underfilled. Sample recollection occurred.